Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Photographic analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified:¿rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed.¿capsular contracture: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade ii. Device has been explanted and replaced.